Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The coyote es device inflated and held pressure for 5 minutes without leaking. There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified distal anterior tibial artery. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2mm x 40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified distal anterior tibial artery. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2mm x 40mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.